Manufacturer narrative:
(B)(6) patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a CABG surgery, the device was not in use and set inside a pocket on the side of the stretcher next to the patient's right leg. The physician inadvertently leaned on the device causing it to activate and burned the patient's right thigh. It is unknown the severity of the burn or the size.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.